Event description:
It was reported that patient was in the emergency room (ER) with numbness and tingling on entire left side of body, noted face and arm. The patient also had pain in the pocket. It was indicated that patient had been implanted since 2010 and it was confirmed that neurostimulator (ins) was turned off. It was discussed with ER health care provider (hcp) that the condition reported with stimulation off was most likely not related. It was reported 4 days later that the patient device was interrogated on the day of this report. The patient had the device turned off, and reported that her frequency had returned since turning the device off. There were no impedance issues. The battery life still showed 48-86% and 48 months left. The health care provider and the patient decided that a pocket revision was the next step as the ins seemed to be more superficial. This was being scheduled with the hcp and the patient. It was later reported 2 days from previous call that the patient had lost some weight and the device had migrated causing pain. The patient outcome was reported as not recovered, symptoms/issue ongoing and felt discomfort at the device site. Additional information received on 2014-08-27 indicated that patient¿s battery had migrated and was repositioned in operating room. It was noted that patient was doing well with no concerns. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v920745, implanted: (B)(6) 2012, product type: lead. (B)(4).